Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of the device"), abdominal pain ("severe abdominal pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage): miscarriage") and abortion spontaneous ("pregnancy (stillbirth or miscarriage): miscarriage") in a 35-year-old female patient who had essure (batch no. 869752) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included cesarean section. Concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 18 days after insertion of essure, the patient experienced migraine ("migraines / headaches"), mood altered ("moody"), emotional disorder ("extremely emotional") and hormone level abnormal ("hormonal changes"). On (B)(6) 2011, the patient experienced pelvic pain ("pain/ lower quadrant pelvic pain"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced vaginal discharge ("irregular vaginal discharge/ vaginal discharge"), abdominal discomfort ("upset stomach"), alopecia ("hair loss") and allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and weight increased ("weight gain: gained 25lbs"). On (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("severe back pain/ lower pain referring to right hip"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (robot assisted total laparoscopic hysterectomy bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, pelvic pain, fatigue, female sexual dysfunction, weight increased, abdominal discomfort, alopecia, migraine, nausea, allergy to metals, mood altered, emotional disorder and hormone level abnormal outcome was unknown and the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia and vaginal discharge had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal discomfort, abdominal pain, abortion spontaneous, allergy to metals, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, migraine, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: only the right fallopian was blocked; in december 2012: both fallopian tubes were confirmed fully occluded most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Concomitant disease and laboratory data were added. Updated suspect drug indication lot number. On (B)(6) 2011, she implanted essure (previously reported as aug-2012). Added events: pregnancy, miscarriage, hormonal changes; extremely emotional and moody, abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), migraines / headaches, nausea, nickel allergy, pain, fatigue, weight gain: gained 25lbs, upset stomach, hair loss. Updated events and onset date. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of the device"), abdominal pain ("severe abdominal pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage): miscarriage") and abortion spontaneous ("pregnancy (stillbirth or miscarriage): miscarriage") in a 35-year-old female patient who had essure (batch no. 869752) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included cesarean section. Concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 18 days after insertion of essure, the patient experienced migraine ("migraines / headaches"), mood altered ("moody"), emotional disorder ("extremely emotional") and hormone level abnormal ("hormonal changes"). On (B)(6) 2011, the patient experienced pelvic pain ("pain/ lower quadrant pelvic pain"). On v2012, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("prolonged menses/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced vaginal discharge ("irregular vaginal discharge/ vaginal discharge"), abdominal discomfort ("upset stomach"), alopecia ("hair loss") and allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and weight increased ("weight gain: gained 25lbs"). In 2013, the patient experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("severe back pain/ lower pain referring to right hip"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (robot assisted total laparoscopic hysterectomy bilateral salpingectomy and cystoscopy.) And surgery (hysterectomy with essure removal on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, pelvic pain, fatigue, female sexual dysfunction, weight increased, abdominal discomfort, alopecia, migraine, nausea, allergy to metals, mood altered, emotional disorder and hormone level abnormal outcome was unknown and the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia and vaginal discharge had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal discomfort, abdominal pain, abortion spontaneous, allergy to metals, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, migraine, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: only the right fallopian was blocked; in (B)(6) 2012: both fallopian tubes were confirmed fully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (hysterectomy with essure removal on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: only the right fallopian was blocked; in (B)(6) 2012: both fallopian tubes were confirmed fully occluded. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 and reported adverse events including severe abdominal pain. On (B)(6) 2014 plaintiff underwent surgery (hysterectomy) and essure was removed. Abdominal pain is highly prevalent in women, and may have gynecological and non-gynecological causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (hysterectomy with essure removal on (B)(6)2014). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, back pain, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: only the right fallopian was blocked; in (B)(6) 2012: both fallopian tubes were confirmed fully occluded. Quality-safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 3-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 and reported adverse events including severe abdominal pain. On (B)(6) 2014 plaintiff underwent surgery (hysterectomy) and essure was removed. Abdominal pain is highly prevalent in women, and may have gynecological and non-gynecological causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.